Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. There is no device failure logged on the reported date of event. However, the log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2018 and (B)(6) 2018. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The customer has received this safety notice. The affected device has been updated from software version 1.04 to the current software version 1.06 after the event.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The user reported that the device stopped ventilating a patient and flashed ¿technical issue¿. The patient was hand ventilated. After the restart of the device the patient was reattached, but the same issue occurred. The device was turned off afterwards. No injury has been reported.